Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the catheter was not flushing properly. It was reported that the smartablate generator was not displaying a high temperature when coming on ablation and the physician noticed the catheter was not flushing properly. The cable was replaced without resolution. When the catheter was replaced, the issue was resolved, and the procedure was continued. No adverse patient consequence was reported. Additional information was received. It was reported that the pump was working properly. However, the stsf catheter was not. Irrigation issue was isolated to the catheter. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The temperature cut-off value was exceeded, and the system stopped the ablation immediately when exceeded. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, temperature, impedance, patency, and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test were performed and the device was found working correctly. No temperature or impedance issues were observed. A patency and irrigation test were performed, and the device was flushing correctly. No obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31174580l, and no internal action related to the complaint was found during the review. The issues reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the catheter was not flushing properly. It was reported that the smartablate generator was not displaying a high temperature when coming on ablation and the physician noticed the catheter was not flushing properly. The cable was replaced without resolution. When the catheter was replaced, the issue was resolved, and the procedure was continued. No adverse patient consequence was reported. Additional information was received. It was reported that the pump was working properly. However, the stsf catheter was not. Irrigation issue was isolated to the catheter. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The temperature cut-off value was exceeded, and the system stopped the ablation immediately when exceeded.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).